Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced a low blood glucose (bg) of 64 mg/dl. The event was treated with oral carbohydrates, and bg recovered. The user reported frequent lows and expressed concern with how the ilet algorithm was dosing insulin. No hospitalization or long-term health effects were reported.